Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm on the system controller was confirmed via the downloaded log file. Data from the reported event date of (B)(6) 2025 in the downloaded log file was reviewed. From (B)(6) 2025 at 20:29:33 ¿ (B)(6) 2025 at 17:25:32 while connected to the power module, the no external power alarm intermittently activated each time the white power cable was disconnected. The backup battery was able to provide power to the controller during these events. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. System controller, serial (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were reproduced during testing. The returned 11v backup battery had a bent pin 1 that was straightened to continue with testing. Due to it being straightened before testing, the reported alarm could not be reproduced; however, a bent pin 1 is consistent with reoccurring atypical alarms. When the white cable would be disconnected, open lcs white and lcs black signals would result in a no external power alarm. The provided information stated that this was an out of box issue where the alarm resolved after the controller was exchanged. The root cause for the reported event was due to a bent pin in the backup battery. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms including no external power alarms. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the backup battery pins. Heartmate ii instructions for use section 5-¿surgical procedures¿ states to ¿align the arrow on the ribbon cable with the arrow on the backup battery and then insert the cable into the battery socket.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller failed out of box, with no external power alarms activating every time the white power cable was disconnected. The white power cable and ebb for that controller were replaced, and different batteries and battery clips were used, all with no resolution. The alarms resolved with a controller exchange.